Event description:
The customer initially called to report high blood glucose levels and low battery life on the insulin pump. The blood glucose reading was 551 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but failed the high pressure test. There were no delivery alarms in the alarm history. The customer was advised to discontinue using the insulin pump due to the no delivery anomaly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.